Event description:
It was reported the pt's receiver is not performing as intended. It was also reported the transmitter is having difficulty communicating with the receiver due to the pt gaining weight. An sjm rep was able to provide the pt with stimulation by pushing the paddle of the transmitter into the pt's skin. As a result, surgical intervention will be the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.